Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and high capture thresholds. This leas was capped and surgically abandoned during a device change out procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements and high capture thresholds. This lead was capped and surgically abandoned during a device changeout procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.